Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high impedance. All other electrical measurements were in range. No intervention was performed. The patient was in stable condition and would continue to be monitored.